Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The explanted devices were requested for evaluation but were not returned therefore the complainant's event could not be verified. The arthrex devices are supplied sterile. Device history record review revealed nothing relevant to this event; no issues were found with the sterilization of these lots. Based on the information provided, a definitive cause for the post-operative infection could not be determined. The most likely cause for this type of event is a nosocomial source or patient non-compliance with post-op wound care directions. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the patient underwent a right knee acl repair on (B)(6) 2015. Patient began experiencing symptoms of pain, tenderness, redness and swelling at the surgical site. A culture was taken which was positive for staphylococcus aureus. On (B)(6) 2015 patient underwent an irrigation and debridement along with removal of hardware. No implants were inserted at this time. Surgeon stated it would be approximately 2 months before he would be able to go back in to do the full revision with implants. The explanted parts will not be returned. Hospital will be performing pathology tests on the explanted devices and fill forward upon availability. Patient has no known drug allergies.